Event description:
It was reported that the procedure was to treat a 90% stenosed moderately calcified, mildly tortuous left anterior descending artery (lad) lesion. The lesion was pre-dilated with a 3.0x12mm traveler balloon dilatation catheter and a 3.0x33mm xience alpine stent was deployed at 10 atmospheres. Post dilatation was performed with 3.5x12mm nc traveler at 18 atmospheres. After post dilation an edge dissection was noted at the distal end of the stent. A 2.75x18mm xience alpine stent was used to treat the dissection. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: (B)(6) hospital.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.